Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Device not received.

Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(4). Additional information received 09/06/2020: the revision surgery occurred on (B)(6) 2020. The clinical consequences are that the patient was operated on again, and has to go through another period of healing. According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2020, and revised on (B)(6) 2020 due to shortening the tubing. Additional information received indicated that all components were functioning. There was no fault with the implant, and all components remain in situ except the connectors. The clinical consequences are that the patient was operated on again, and has to go through another period of healing. No product was received for evaluation. As examination of the components may not conclusively confirm, or disprove the report of the need to shorten the tubing, quality accepts the physician¿s observations as to the reason for surgical intervention. As no lot number was provided, a review of the device history record, complaint history database, non-conformances, and capas could not be completed.